Manufacturer narrative:
The referenced device was not returned to olympus for evaluation as the user facility reported that the device was discarded. The user facility has been contacted via writing and telephone in an attempt to obtain more detailed information regarding the reported event, but with no result. The exact cause of the reported event could not be conclusively determined. However, the most probable cause for the reported event may be attributed to user handling, and/ or high temperature setting on the generator.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the tip of the device had broken off. It is unknown if a device fragment had fallen inside the patient, and it is unknown if the intended procedure was completed. No patient injury was reported

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturers (OEM). Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.